Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing. Programming changes were performed. Patient is doing fine and will be monitored.